Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.5ml 29ga 1/2in 7bag 420cas jp needle pierced through the shield. The following information was provided by the initial reporter: before use, the nurse noticed the needle piercing through the shield. No needle stick occurred.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-17. H6: investigation summary. Customer returned (1) loose 1/2cc syringe. Customer states that the needle was piercing through the shield before use. The returned syringe was examined and exhibited the cannula through the shield. Unable to perform DHR check for needle through shield due to unknown lot number. Bd was able to confirm the customer¿s indicated failure. Process: racks loaded with hubs travel down a conveyor towards the cannulator. They approach the cannulator turning horizontally in order to receive cannula. Racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. Then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. The parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. The finished product pick and place head won¿t pick it up in the gripper as it is gripping the shield for pick up. Investigation: unable to perform DHR check for cannula bent and cannula through shield due to unknown lot number. Root cause: root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 29ga 1/2in 7bag 420cas jp needle pierced through the shield. The following information was provided by the initial reporter: before use, the nurse noticed the needle piercing through the shield. No needle stick occurred.